Event description:
The facility contacted baxter (B)(4) to report a dehp free solution administration set that was reported to have over infused. The customer later provided additional information that the patient "was connected through sub-cutaneous thigh route to administer the set. The infusion of nutrilamine (l-isoleucine) occurred in 2 hours instead of 12 hours. The patient has inflammation swollen thigh, induration and pain." This event occurred during infusion. There was a patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Additional information: a batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number.